Event description:
It was reported that during an unknown procedure the devices were sent to purchasing with a note that the devices jammed and would not fire. It is not known how the case was completed. There was no patient consequence reported. The devices were later discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.